Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2021-01517; 508-40-101, s810 - device loosening, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to loose glenosphere.